Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after placing ped2-350-25, 350-35, an attempt was made to place the product and the distal edge region did not open, so it was collected. Improvement in flow was observed at coiling of the jail, so it was completed. The device was prepared as indicated in the package insert and the catheter was flushed as indicated in IFU. The pipeline was used on label. There were no symptoms reported. The patient was being treated for a saccular, unruptured aneurysm with a max diameter of 2mm and a neck diameter of 10mm. The blood vessel was 2.2mm on the distal end and 3.3mm proximally. Postoperative findings related to blood flow contrast included "since coiling was also used concurrently, the flow into the aneurysm was reduced." Vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported in attempt to resolve the issue the deployment position was changed, and it was expanded in the intermediate catheter. Percutaneous transluminal angioplasty (pta) was performed with balloon. The pipeline was a little crooked, but the rest of the pipelines were able to deploy normally.